Event description:
It was reported that the device was oversensing while the patient was sleeping. The signals were partially reproducible in-clinic. Programming changes were made. The patient will be evaluated further at the next follow-up.